Event description:
Revision surgery - the patient had a broken tibial post; the surgeon noted that the tibia was malrotated.

Manufacturer narrative:
On (B)(6), 2012 an agent informed djo surgical that a revision surgery involving the removal of a stemmed tibia, non porous size 10 and left posterior stabilized tibial insert was performed. The description of the event indicates that the primary reason for the revision surgery was to address pain. The agent reported that there were radiolucent areas under the baseplate, particularly on the medial side. Once the surgeon opened the knee capsule, the post on the polyethylene tibial insert was found broken off. The surgeon commented that it appeared the tibial baseplate was mal rotated in relation to the femoral component and that the stress on the post and abnormal tracking of the femur on the poly insert may have contributed to the loosening of the tibial baseplate and pain. The outcomes attributed to this event are required intervention to prevent permanent impairment/damage. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. (B)(4). A review of the product complaint report history shows one prior complaint against the stemmed tibia that involved knee pain due to loosening. There was a prior complaint against the posterior stabilized tibial insert involving an unknown difficulty locking the insert into the baseplate. The root cause of this event could not be determined with confidence because the devices were not returned to djo surgical for evaluation. The surgeon's comments regarding the tibial baseplate misalignment may have been a contributing factor to the posterior stabilized insert post failing and loosening of the baseplate. There are no indications of a manufacturing or design problem which would have caused the event.